Manufacturer narrative:
Several attempts have been made to gather additional information from the reporter of medwatch (B)(4). To date no response has been received. Based on the information provided in the medwatch report, with no further information obtained, arthrex is unable to confirm if the device tip was retrieved from the patient. No further patient information was obtained regarding this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested but no response was received and it's disposition is unknown. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The typical cause(s) of this type of event include flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. Lot number was not provided so device history record review cannot be performed.

Event description:
It was reported via a facility medwatch ((B)(4)) that on (B)(6) 2016 during an acl reconstruction procedure, the surgeon was using the ar-1896 screwdriver to place a screw and the tip of the screwdriver broke-off in the head of the screw. Several attempts have been made to gather additional information from the reporter of medwatch (B)(4). To date no response has been received.